Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly; false elective replacement indicator. The alert was cleared. The device was explanted and replaced. No complications were reported. The patient was doing well post procedure and was discharged from the hospital next day.